Event description:
Event description guidant received information that this implantable transvenous defibrillation lead and left ventricular pacing lead exhibited loss of capture and were determined on x-ray to be dislodged. The patient is not pacer dependent and there were no adverse patient effects. The defibrillation lead was explanted when during a reposition attempt when it could not be fixed due to tissue in the helix. The left ventricular pacing lead was explanted when it was found to have a clotted lumen.